Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed the side plates, rollers, roller gear, comb and sliding pins were all damaged. The pre-testing could not be performed due to the bent comb. The sliding pins were stuck in the hinge. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the side plates, rollers, roller gear, comb and sliding pins. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested the reported event was confirmed since during initial inspection the sliding pins were stuck in the hinge. The root cause of the device¿s right bolt not being able to be pushed closer could not be determined with the provided information. The stuck component would cause the device to not function as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the right bolt on the zimmer skin graft mesher cannot be pushed closed. Initial inspection of the returned device revealed found that the comb was damaged. No adverse events have been reported as a result of the malfunction.